Event description:
During a pulmonary vein isolation procedure a clinically signification delay occurred. During left atrial geometry collection the advisor catheter was advanced into the left ventricle and became entangled in the mitral valve. The catheter was difficult to remove once entangled and took an hour until the tip of the catheter was released and pulled back into the atrium. The patient experienced no adverse consequences to the mitral annulus and the procedure was completed with a catheter replacement.

Manufacturer narrative:
One sensor enabled, advisor fl circular mapping catheter, was received for evaluation. Microscopic inspection of the catheter loop revealed twisting and stretching of the gray loop material, consistent with damage sustained during the reported withdrawal difficulty. The advisor fl circular mapping catheter instructions for use contraindicates, ¿this device is not recommended for use in the ventricles." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the withdrawal difficulty remains unknown. The cause of the spiral loop damage is consistent with damage during use.